Manufacturer narrative:
Batch review performed on 02 may 2018. Lot 173779: (B)(4) items manufactured and released on 06 october 2017. Expiration date: 2022-09-20 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 3 weeks after primary. The pathogen is confirmed as inter coccus. The surgeon performed an I and d and swapped the poly. The surgery was completed successfully.